Event description:
The patient felt something 'pop' while lifting her toddler. She experienced a loss of stimulation therapy in her left leg and uncomfortable stimulation sensation across her left back. She continued to have good therapy in her right leg and back. She was seen in clinic. Impedances were abnormally high for 1 of the 4 electrodes. The hcp planned to order x-rays and then determine if a revision of the implantable neurostimulator was required. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).